Manufacturer narrative:
Date sent to the FDA: 01/12/2009. Broken pneumatic switch. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted, and the device met all finished goods release criteria.

Event description:
It was reported that during transportation of the unit, the unit's pneumatic switch was broken. There was no patient involvement, and no adverse patient consequences occurred.